Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient experienced a line blocked alarm during insulin therapy, which was resolved by insertion of a new infusion set at a different site and resumption of insulin delivery, contributing factors discussed included possible tubing curvature or kinking due to placement around the body. There was patient involvement with no harm.